Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by poor video communication with the processor due to damage to the camera head. The instruction manual provides preventive measures against the reported damaged camera head. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus australia pty ltd and found followings; -the reported event was reproduced. The endoscopic image did not appear. -a defect was found in the charge coupled device (ccd) using a serviceable cable assembly. -it was confirmed that a third party had repaired the cable assembly. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a black screen appeared when the device was turned on. There was no report of patient injury associated with this event.